Manufacturer narrative:
Philips biomedical technician set the unit up with a ventilator tester and smart lung and could not duplicate the problem. Upon review of the equipment logs, the high-pressure alarm appears was set to low.philips biomedical technician completed a full function test using a ventilator analyzer. Unit functions as intended. Following the troubleshooting, the device was returned to the customer to be placed back into service.

Manufacturer narrative:
Report date: 02sep2021

Event description:
It was reported to philips that the device had a high-pressure alarm. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.